Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found a stuck tip sleeve in the reported problem area of the pipette assembly. All of the tip clamps, lld contact springs and 6 plunger clamps were replaced. The instrument was inspected, tested without further problem and returned to svc.